Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at t10-l4. Sometime post-op the patient underwent a second surgery to extend the construct to the iliac for adjacent segment degeneration. During the 2nd surgery both screws at l3 were replaced due to loosening. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.